Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The manufacturer's field service engineer (fse) could not confirm the peak inspiratory pressure alarm issue. The complaint could not be duplicated. During performance verification, the o2 flow accuracy was out of specification and the unit failed the remote alarm test. The remote jack on the back of the unit was loose. The manufacturer¿s field service engineer (fse) replaced the defective o2 flow sensor to solve the readings out of specification and the main board, pcba to solve the remote alarm test. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported peak inspiratory pressure alarm,o2 flow accuracy was out of specification, and the unit failed the remote alarm test. There was no patient involvement.